Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, however, a medical record review was performed. The investigation is inconclusive for the migration issue as the exact circumstances at the time of reported event are unknown and the reported issue cannot be confirmed from the medical record. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 08/2020),g3,h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four months post deployment, it was alleged the catheter migrated. The patient was diagnosed with thrombosis; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2020).

Event description:
It was reported through the litigation process that approximately four months post deployment, it was alleged the filter migrated. The patient was diagnosed with thrombosis; however, the current status of the patient is unknown.